Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the readings from the multigas unit were intermittent and sometimes disappeared completely. No patient harm was reported. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The biomedical engineer (bme) reported that the readings from the multigas unit were intermittent and sometimes disappeared completely. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the readings from the multigas unit are intermittent and sometimes everything disappears including waveforms. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the multigas unit. Bedside monitor: model: bsm-6501a, sn: (B)(4).

Event description:
The biomedical engineer reported that the readings from the multigas unit are intermittent and sometimes everything disappears including waveforms. No patient harm reported.